Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a surgical procedure to extend the original construct from t10-l2 to t7-l4 to treat inter vertebral disease. It was reported that the surgeon could not break off the setscrew head at right l3 and l4. The surgeon used a bur to cut off the break off portion. Other setscrews break-off portion had been removed without any incident. No patient complications were reported.